Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for ten patient. The initial erroneously elevated results were reported outside the laboratory. The customer only provided data for one patient. The patient samples were retested and the results were within the normal reference range. The patients were admitted to the hospital due to the elevated accutni results for further testing. No further information is available relating to any further treatment or care. It is therefore unknown if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Service was not dispatched to investigate this event. Quality control (qc) data was reviewed and it was within specification before and after the event. A bci field service engineer (fse) did not evaluate the instrument. A review of the system check data that was performed on (B)(6) 2009 indicated it was passing within instruments specifications. A definitive root cause could not be determined for this event. This is 7 of 10 separate MDR reports related to 10 patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-03855, 03856, 03857, 03902, 03903, 03904, 03906, 03907, 03908 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.